Event description:
Biotronik was informed that, after an implant period of about 37 months, the patient had been admitted to the hospital due to shocks. It was also reported that during a routine follow-up the same day "was ok". The ICD was explanted at that time. It returned to biotronik for analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device could no longer be interrogated because of a discharged battery. The charge drawn from the battery was checked. The battery depletion proved to be as expected after an implantation time of 36 months and a subsequent storage time of about 50 months since the explant. Next, the ICD was visually inspected, and no anomalies were found. The housing proved to be free of defects. There are no indications that the ICD could be damaged. Furthermore, the connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs showed no anomalies. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions specified by the is1 and df1 standards. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in according with specifications with a defibrillation shock. The specified energy level was reached. In particular, the analysis of the current uptake of the electronic module proved to be unremarkable. The signal sensing of the module was checked, which proved to be free of noise. The module sensed supplied signals free of interference. In a next step, the functionality of the ICD during magnet application was tested. Here, a shock was triggered manually, and a magnet was placed on the device during the charge process. In accordance with specifications, the charge process was canceled, and the therapy delivery was terminated. The production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error. In summary, no device malfunction could be found. Housing and connection system proved to be ok. The electronic module proved to be fully functional during the analysis and in accordance with the technical specifications. The battery depletion was as expected.